Event description:
It was reported the patient presented with a lead that exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.